Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Event occurred in the past couple of months: this customer has two rfgs and when the customer uses this rfg to treat patients, she notices that the patients sometimes tend to get a thrombus extension. When she uses the other rfg to treat patients, the patients do not get a thrombus extension. She is using the same technique when treating the patients. She is on a cap and would like to have the rfg inspected for the temperature control. Evaluation summary: it was observed that only power cord was returned with the unit. Cd, mmc, velcro wrap, quick reference guide were not with the unit. This complaint was classified as temperature issue. Per rfg2 system hazard analysis, q90-271, the potential hazard was delayed, incomplete, or no treatment to the patient. The potential failure mode is component failure. The potential hazard is due to component failure or degradation causes instrument to cease operating. The severity rating is 1 (negligible: complication or sequelae results in little or no potential for injury). The probability of occurrence is 2 (low: 0.1% { probability °&#18482;%). The assign risk priority number (rpn) is 2 (broadly acceptable). Defect was not confirmed. A root cause could not be determined. The investigation could not confirm the reported complaint. It is unknown the true root cause of the reported complaint. There was no defect found during unit evaluation. The temperature ranges are in specification. Updated software from 4.4.0 to 4.6.0. Updated power ra ting label. Battery checks good at 3.05v. Cable ties checks okay. Ran test functions according to mp-17566, mp-017567 and mp17569. All test passed.

Manufacturer narrative:
(B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Event occurred in the past couple of months: this customer has two rfgs and when the customer uses this rfg to treat patients, she notices that the patients sometimes tend to get a thrombus extension. When she uses the other rfg to treat patients, the patients do not get a thrombus extension. She is using the same technique when treating the patients. She is on a cap and would like to have the rfg inspected for the temperature control. Evaluation summary: it was observed that only power cord was returned with the unit. Cd, mmc, velcro wrap, quick reference guide were not with the unit. This complaint was classified as temperature issue. Per rfg2 system hazard analysis, q90-271, the potential hazard was delayed, incomplete, or no treatment to the patient. The potential failure mode is component failure. The potential hazard is due to component failure or degradation causes instrument to cease operating. The severity rating is 1 (negligible: complication or sequelae results in little or no potential for injury). The probability of occurrence is 2 (low: 0.1% { probability â¿¤ 2%). The assign risk priority number (rpn) is 2 (broadly acceptable). Defect was not confirmed. A root cause could not be determined. The investigation could not confirm the reported complaint. It is unknown the true root cause of the reported complaint. There was no defect found during unit evaluation. The temperature ranges are in specification. Updated software from 4.4.0 to 4.6.0. Updated power ra ting label. Battery checks good at 3.05v. Cable ties checks okay. Ran test functions according to mp-17566, mp-017567 and mp17569. All test passed.

Event description:
Cutomer states that there was a thrombus extension when using this rfg to treat patients.